Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep reprogrammed the device to optimize stimulation and the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post laminectomy pain and spinal pain. It was reported that the patient wanted to have the device reprogrammed because it hasn't been giving him the stimulation that it once did prior to having total knee replacement on (B)(6) 2019. The patient said that the ins was turned off for that surgery, noting that when he turned it back on it affected his knee implant that goes down his right leg. The patient said that the ins has been on for 2 weeks straight since that time and his pain level was quite out of control. A rep was going to reach out to the patient. No further complications were reported.